Event description:
Info received that the head was not going up on this bed. No injury reported.

Manufacturer narrative:
Tech located the bed in basement area. Head was not going up due to damaged valves and coil. Replaced the valve solenoids to resolve this issue.